Event description:
Ongoing problem due to use of polygrip denture adhesive. Excess amount of zinc causing severe neuropathy, weakness in legs, balance and uneven stride while walking, needs to use cane for balance and added strength. Problem with arms, severe pain in arms, increased pain from arthritis, problems sleeping due to pain. Weakness has caused disability, unable to work, stand or sit for more than 30 minutes. Severe swelling in lower legs. Tested for neuropathy result showed severe neuropathy. Tested for circulation, test results were normal, cat scan for tumors and/or blockages, test result were negative. There was no explanation for the severe swelling. Pt has diabetes, mild type 2, has been completely under control from day of diagnosis. Pt has other medical problems none of which contribute to neuropathy. Pt has had partial dentures for approximately 15 years. New dentures made in 2003 resulted in use of polygrip adhesive for comfort and to hold dentures in place. New dentures made again in 2009 required polygrip for adhesion and comfort. Dose or amount: enough to hold denture in place. Frequency: once to twice daily. Route: po. Dates of use: 1994 - 2009. Diagnosis or reason for use: to hold dentures in place and keep from causing blisters. Event abated after use stopped or dose reduced?: no.